Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. The arterial access site was confirmed in the common femoral artery which appeared to be "normal". There was no report of any resistance encountered during the insertion of the procedural sheath. During the insertion of the perclose device, "difficulty" was encountered, therefore the physician decided to remove the device. The perclose device was removed without difficulty and manual compression was applied. The pt then complained of "belly" pain. An ultrasound was performed and revealed an iliac tear. The pt was diagnosed with a retroperitoneal bleed. It was reported that the pt was not taken to surgery but was monitored closely. An unspecified number of blood transfusions were required. It is unknown if the pt has been discharged. There are no reports of any further adverse pt sequelae. Although requested, no add'l info has become available.